Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulator (usm) 3 moved unexpectedly. The tse found error 100 in the logs pointing to set up joint (suj) column (vertical). The customer confirmed that nobody touched the usm. The surgeon elected to convert the procedure to laparoscopy surgery due to the issue. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. An electrical/mechanical adjustment was performed to correct the reported problem. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.